Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to blood glucose. The customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.